Event description:
Report received of free flow of fluid from the IV to the patient line and collection bag. The patient had just returned from surgery. The pump was set-up in surgery with infusions of epinephine, dopamine, neosynephrine, magnesium and plain IV fluids. The concentrations of the drips could not be recalled. None of the drips were used on the patient in surgery, as the patient was reported to be stable and did not require any of the medications. Upon arrival to the ICU, the pump was not connected to the patient. The patient's blood pressure was reported to be going down and the nurse was preparing to connect the patient to the pump. The tubing was connected to the patient, but was clamped off to the patient. The rn noted that the collection bag was full and reported this to the anesthesiologist. The collection bag was emptied and the tubing to the patient was unclamped. The rn reported that the drips were running "wide-open" without being turned on. The patient's blood pressure was reported to have "shot way up". The pump was immediately disconnected from the patient and removed from the clinical service. There was no reported adverse sequelae. The patient was given morphine sulfate. No medical intervention were required for the patient. The rn reported that the anesthesiologist stated that this same pump was delivering inaccurately the day before by turning drips off and on at random. There were no details of that event available and no patient specific information. It was unknown why the pump had remained in service.